Manufacturer narrative:
The investigation for the aic - damage before therapy was completed. The console was received for evaluation console was inspected finding that the optical pump connector dust cover was confirmed to be mechanically damaged. No malfunctions were observed, and console operated within specification.

Manufacturer narrative:
The reported event did not involve patient use. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the cover on the automated impella controller (aic) no longer closes. There was no patient use reported.